Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) was confirmed. As received, the monitor failed incoming testing as it would not complete a baseline ECG recording. Upon evaluation, the r781 resistor was open. The cause of the constant gong alarms and incoming test failure is the open resistor. The root cause of the open resistor cannot be positively identified. The damage is consistent with external defibrillations. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.